Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. It was reported that insulin pump had critical pump error. Customer's blood glucose value was 165 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Event description:
It was reported that insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly.